Manufacturer narrative:
The insulin pump had a missing retainer. Unable to perform the displacement test due to a missing retainer. The device had a missing reservoir tube o-ring, scratched casing, minor scratches on the lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on the keypad overlay, and peeling end cap address label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the plastic ring at the top of the reservoir compartment came loose. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.